Event description:
It was reported that during a surgical procedure at the user facility that a piece of the saw broke off of the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that a piece of the saw broke off of the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.